Manufacturer narrative:
Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7046799, model/catalog description: artisan MRI paddle lead 50 cm. Model number/catalog number: sc-8416-70, serial number: (B)(4), batch/lot number: 7052485, model/catalog description: artisan MRI paddle lead 70 cm. Model number/catalog number: sc-4316, serial number: n/a, batch/lot number: 23819749, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection. Symptoms were fever redness at all three sites and the ipg was opening back up and oozing. The physician confirmed that the patient was positive for staphylococcal infection and the caused was unknown. The patient underwent a revision procedure wherein everything was explanted. The patient was placed on antibiotics.